Manufacturer narrative:
The customer reported that they had a central nurses station (cns) go down over the weekend and it has since been intermittently freezing. Customer was able to swap in the back up drive, however there was still some intermittent issues. The customer requested two new hard drives, one blank hard drive and one main hard drive. Customer confirmed that since replacing the hard drives there have been no further issues. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that they had a central nurses station (cns) go down over the weekend and it has since been intermittently freezing.